Event description:
Boston scientific, speedband superview super 7, multiple band ligator would not release its bands. Following removal of the device from the patient to troubleshoot, the activation knob then locked and was no longer able to be rotated. FDA safety report ID# (B)(4).